Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Unknown when device malfunctioned. (B)(4). Lot number and manufacturing date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. The 510k#: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that a revision surgery of the left clavicle scheduled for (B)(6) 2015 to remove broken hardware. The clavicle will be replated. The clavicle plate was broken. There was no allegations against the screws. The revision surgery was completed successfully without any surgical delays. This report is 1 of 1 for (B)(4).